Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after taking scout images and attempting to spin, the system indicates it was preparing to spin and then was unable to perform the spin. No patient was present at the time of event.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and several 2d and 3d spins were performed without issue. Logs were reviewed and showed no errors, but it was determined the exposure switch was being released before the exposure could begin, leading the customer to believe the system wasn't exposing when indicating it was ready. The system is functioning as intended at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: -, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.